Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank after exposure to water. It was reported that the audio bolus button was missing and there was visible moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/14/2013 device evaluation:the pump has been returned and evaluated by product analysis on 05/16/2013 with the following findings:investigation revealed that there were no issues found with the display screen . The display screen was found to be functioning as expected and illuminated to normal contrast. There was no visible signs of damage, fading or discoloration. No damage was found to the display when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.